Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.

Manufacturer narrative:
The sonicare charger is an accessory to the sonicare healthywhite power toothbrush. Customer could not provide this information at the time of call.

Event description:
Consumer complained that their charger had a thermal event. No injury reported.